Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd881540, gd881417, gd879908 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Event description:
This is a report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began therapy with dianeal pd4 ultrabag (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the patient reported the following. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. Treatment was not reported. It was reported that the patient was recovering from the peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was discharged from the hospital. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse could not confirm the cause of the peritonitis but did state it was not related to dianeal therapy.